Manufacturer narrative:
Additional information was received that eight years and nine months post-implant, this transcatheter pulmonary valve was explanted due to stenosis and tricuspid regurgitation. No additional adverse patient effects were reported. (B)(4). Correction: the patient age at the time of initial implant was (B)(6) and (B)(6) at explant.

Event description:
Medtronic received information that 8 years and 2 months post-implant of this transcatheter pulmonary valve (tpv), a chest x-ray indicated a small fragment of fractured stent in the posterior medial left lower lobe pulmonary artery. It was reported that this patient had multiple fractured palmetto stents in place, as well a possible stent fracture in another tpv placed valve-in-valve; clear visual confirmation could not be made to determine which stent/tpv fragment migrated. No intervention was required. No adverse patient effects were reported.

Manufacturer narrative:
A separate report will be filed on the other transcatheter pulmonary valve (tpv) implanted in this patient, as it is unclear from which device the fragment originated. The device remains implanted, therefore, no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on clinical data and literature, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. A conclusive cause of the stent fracture could not be determined from the limited information.